Manufacturer narrative:
(B)(4). When the investigation is completed philips will inform the FDA.

Event description:
Philips received a complaint form the customer in which they stated that on (B)(6) the angio system had to be restarted several times at the beginning of one of the three urgencies made over the weekend. Also in this case the repeated re-ignitions had a delay in the myocardial reperfusion on the patient without apparent clinical implications for the patient.

Manufacturer narrative:
Philips investigated this complaint and found that the system did not startup because it detected an error in one of the two pcb boards. The field service engineer replaced the printed circuit board and clea extension 2 card which solved the reported issue. The system was returned to the customer in working order. Based on trending analysis, there is no exceptional replacement rate for this item, therefore we take no further action in this matter (B)(4).